Event description:
It has been reported to philipswe have a tempus ic2 that was fully charged but wouldn¿t boot up ¿ it would power on and hang on the rdt splash screen. We tried restarting several times which produced the same result. Next, we left it plugged in to power overnight and it booted normally the following morning. After repeatedly power cycling the unit to test, we are finding that the tempus is intermittently exhibiting the same boot up issue.